Manufacturer narrative:
(B)(4). Incidence of irregular protrusion was not different between xience drug-eluting stent and resolute drug-eluting stent journal of the american college of cardiology, vol. 73, no. 15, suppl s, 2019. Date of event: date of publication . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that a total of 308 consecutive patients with stable angina underwent optical coherence tomography-guided percutaneous coronary intervention with non- medtronic stents as well as resolute drug-eluting stents. The incidence of irregular protrusion was compared between the non-medtronic group and the resolute group. The incidence of irregular protrusion was comparable between the two groups. Adverse events reported included stent edge dissection, in-stent dissection, and smooth protrusion.